Manufacturer narrative:
E-complaint-(B)(4). *investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR . *analysis and findings distribution history the complaint product was manufactured at csi on 05/10/19 under work order (B)(4). Manufacturing record review DHR - 269269 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history record not applicable to this product. Historical complaint review a review of the attached 2-year complaint history did not show similar reported complaint condition. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the unit/product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. With the information provided, a root cause analysis cannot be definitively performed. It is unknown if the customer used a sizer (kcp) to determine the proper size koh-efficient to use. This is listed under the dfu of the product (archkohadv-dfu). The customer was reached for additional information on the procedure and how the device may have been used, however, no information was provided. As a way of improving the manufacturing process, csi stafford has implemented 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided. No further training required at this time. *was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
"Cup broke and was left in patient for nine weeks. Patient not injured ." E-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
"Cup broke and was left in patient for nine weeks. Patient not injured ." E-complaint (B)(4).